Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy with bilateral salpingectomy surgical procedure, a surgical site infection occurred on the third postoperative day at the navel incision. The infection was first treated with intravenous antibiotics then oral antibiotics when the patient was discharged. Regular check-ups of the wound were performed, without re-hospitalization, until the wound was found to be healed without any remaining signs of infection on post-operative day 10. No long-term effects on patient health to be expected.